Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has a power issue and is damaged. Upon triage the service tech found the pump to have a damaged bed hook, power cord missing a fuse door and the control pcb is burnt.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed for the reported condition of "the pump has a power issue and is damaged.¿ the unit was triaged and the customer¿s reported condition was confirmed and service found that the control pcb was burnt. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.